Event description:
Pt reports that approx two years post total hip replacement, she is beginning to hear popping and grinding noises especially if walking downhill. Upon revision, gray fluid was observed in the joint and the tissue around the implants was also gray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.